Manufacturer narrative:
The issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 25th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head.

Event description:
On 25th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light. The getinge service technician, who visited the site, was able to address the issue. During the investigation, it was concluded that the device involved did not meet the manufacturer¿s specification as a tab of the ambient light broke and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Despite our best efforts, the subject matter experts at the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is to provide a correction of describe event or problem section this is based on the result of an investigation. #b5: previous describe event or problem: on 25th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head. Corrected describe event or problem: on 25th febraury, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light.